Manufacturer narrative:
(B)(4). The customer replaced components were returned for failure investigation. A visual inspection of the returned graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs) found no anomalies. The components were attached to the failure investigation test ventilator and the ventilator powered up normally with no errors being recorded in the diagnostic logs. No alarms were observed. The investigation found the device to function normally.

Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The service engineer (se) downloaded the current revision software. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
It was reported that, during patient use, the ventilator's display was intermittently blank. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.